Event description:
This spontaneous report was received from a new zealander physician via a medical science liaison and concerns 40-year-old female patient. She was injected subdermal, with belotero balance lidocaine, into the lips. Belotero balance lidocaine was injected with a needle. The patient had no relevant medical history or concurrent medications. After the treatment with belotero balance lidocaine, the patient experienced a vascular occlusion on the right side of the superior labial artery. She was treated with 1500 units of hyalase. The capillary test (cpt) returned to less than 2 seconds. Twenty four hours later, she was followed up and complained of cold sore in same area of occlusion. Another 1500 units of hyalase was administered. No harm came to the patient. The outcome of the event was reported as resolved. Internal database correction was performed on 27-apr-2023: the temporal relationship of the event "vascular occlusion" was changed in the merz assessment from "compatible" to "assumed", and in event narrative from "no" to "unk".

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.